Manufacturer narrative:
Submit date: 11/16/15. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a hypodermic needle. The customer states when this needle is tightly secured onto the syringe the cap will not click in place. A needle stick occurred because the employee thought that the cap was secured in place for passing to the surgeon. This happened during a local anesthesia procedure. Exposure blood work done for the employee who got stuck. No prescription drugs given to employee.

Manufacturer narrative:
Submit date: 3/18/2016. Both the syringe and needle were evaluated at their respective manufacturing plants. A device history record review of the reported lot number(s) of both items confirmed that the product was produced accomplishing quality requirements and released according to established procedures. Both the syringe and needle were returned for this complaint. The hooded needle was attached to a 12ml syringe. The needle was observed to be tightened to the full depth of the luer. With the hub installed this way, the sheath will not re-engage the hub. The reported condition that the sheath could not be re-secured is confirmed. The hub was examined under magnification and damage to the luer lock tabs was observed. The hub was measured using an iso stack height and the luer dimension was found to be within the iso specification. Gauging and dimensional analysis of the luer tip of the syringe was also conducted. Using an iso taper gauge and removing the luer lock collar to ensure there was no interference with the gauge, the tip was found to meet the specification for diameter and seating depth. This was confirmed by dimensional analysis on a micro-vu optical measurement system. It could not be confirmed the observed condition was caused by a manufacturing defect. There was no deformation or damage on luer lips of all returned samples. Dimensional and taper check was performed further. The results of the dimensional and taper for all syringes are in compliance with iso criteria. A root cause analysis was conducted using cause and effect analysis. The root cause of the reported condition is determined to be overtightening of the needle on the syringe. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are physically measured for luer dimension compliance and for sheath attachment. The lot(s) met all defined acceptance requirements and was released. Based on the investigation findings and the information available, a corrective and preventive action (CAPA) is not deemed necessary at this time. This information will be utilized for trending purposes to determine the need for corrective actions. The production department will be notified of this incident with a copy of this complaint response.